Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient also experienced a burning type sensation at the ins site and into the left leg. The sensation was present when turning the device on/off. Examination on (B)(6) 2017 found the ins site tender. There were no present signs of infection. An injection of liposomal bupivacaine and clonidine combination was administered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. It was reported that the impedances were not measured. The zapping sensation only occurred when the patient turned the device on or off; the zapping sensation was not continuous. The ins did have some tenderness with palpation. The cause was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was clarified that at the office visit on (B)(6) 2017, the patient still reported left gluteal pain at the generator site. It was reported that repositioning of the ins occurred on (B)(6) 2017. The patient had surgery to remove the device from the buttock and replace the generator into the left abdomen. The event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. It was indicated that the patient had pain and pressure at the generator site for an extended period of time. The clinical diagnosis was updated from a zapping sensation at the ins site to pain and pressure at the ins site for an extended period of time. It was reported that the entire system was explanted on (B)(6) 2018. The device disposition was unknown. It's unclear if the devices were replaced as conflicting information was reported. Should additional information be received, an updated report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the devices were explanted and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. Regarding an office visit on (B)(6) 2017, reprogramming was performed and orientation was completed to restore feature sensors. On (B)(6) 2017, there were no reports of abnormal sensations at the ins site, but the patient reported not getting adequate pain relief from around 3-4 months ago. Reprogramming was performed. An x-ray of the thoracic spine was performed and was negative for lead fracture or subluxation. On (B)(6) 2017, the patient reported the ins was still not working as well. There was pain in the lower leg and left gluteal pain at the ins site as seen in an examination. The patient's medicine was not helping. The device was adjusted with high frequency. On (B)(6) 2017, the patient reported continued pain at the ins site. Medications were administered at the generator pocket site. On (B)(6) 2017, the burning pain had changed to pressure pain in the buttock that was worse when charging the battery and when the device was turned on. On (B)(6) 2017, there was continued pain and an ins replacement in the abdomen was recommended. The event was possibly related to the device or therapy and implant procedure.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported a zapping sensation at the ins site and into the left leg. No action was taken and the event was ongoing. The event was possibly related to the device or therapy and was not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.